Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequences? How many devices were tested? Event day? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic totally extraperitoneal (tep) procedure on an unknown date; and a suture was used. During the procedure, the needle broke during penetration of capsule. It took about 10 minutes to retrieve needle from situs. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/16/2020. Additional information: additional h3 investigation summary: upon visual inspection of the video, a needle that breaks from the attachment area after been bent could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent to the FDA: 10/20/2020 additional information was requested and the following was obtained: 1. Does this 2nd received broken needle relates to this same surgery or to testing on video? Please specify. Second needle is the one used in the video this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/25/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: two failed suture needles were submitted for fractographic evaluation. A fracture was observed at the suture attachment sample a. Sample a was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fractures were composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Representative samples: it was received for analysis two open boxes, two empty opened foils and thirty unopened samples of product. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. The sutures were dispensed without problems and examined along of the strands and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The device performed without any difficulties noted. Additional information was requested, and the following was obtained: was there any patient consequences? No consequences. Just longer or time (10 minutes) to recover the broken needle as written in complaint description. How many devices were tested? 3 pieces. Event day - unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 09/25/2020. Corrected h-6 result codes: 3252. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initially, it was reported one broken needle "during penetration of capsule" but we received two broken needles for evaluation. Also, video is showing one suture needle device was testing. 1. Does this 2nd received broken needle relates to this same surgery or to testing on video? Please specify. 2. Please clarify what it meant by 3 pieces were testing? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.